Manufacturer narrative:
(B)(4).

Event description:
The pt had an increase in pain in the low back. An inflammatory mass was suspected. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional info has been requested, a f/u report will be sent if additional info becomes available.